Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain it was reported that the patient¿s therapy was turned on a few days ago and it was working good, but they didn¿t think it was giving them enough coverage and they weren¿t feeling the paresthesia. They stated it wasn¿t helping them with their feet so they called a manufacturer representative (rep) and they changed to program where they could feel the stimulation. It was indicated that now it was not working. The therapy was not stimulating. The patient stated that their therapy was for their back and feet. The patient stated that both their devices had a lot of charge. It was indicating that the programmer showed stimulation was on, on the call. The patient stated that they were on group a on p1 at 1.6v intensity and they were feeling stimulation. The patient stated they were¿ not feeling stimulation because they were not feeling stimulation anymore¿. The patient stated that the stimulation would cut off for 15 to 20 minutes where they didn¿t feel the stimulation and they wanted to feel the stimulation all of the time. They stated that they tried to adjust the stimulation on group a and they got ¿settings not available¿. It was confirmed that the patient did not have adaptive stimulation. The patient changed to group c while on the call and the patient stated that group c was working and they were feeling stimulation. The patient was asked for the different group settings and the following was reported: group a, program 1 = 10.6v intensity, 450 pulse width, rate 80 group ,c program 1 = 12.7v intensity, 200 pulse width, rate 40 tech services reviewed setting information and reviewed setting not available and how that could affect how stimulation feels and therapy function. It was recommend patient consult with rep and hcp. The event occurred on (B)(6) 2019. Information was also received from a rep reported that the patient stated their stimulation felt as if it was turning itself off/the device was turning itself off. It was unknown if there were any factors that led to the issue. It was reported that the rep had them change to a different group and this provided better and more consistent therapy. It was reported that they changed groups and the issue was resolved at the time of the report. No surgical intervention occurred/was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had made adjustments to her hd programming and then could not make the adjustments necessary to provide adequate therapy where the stimulation was being applied on the leads. The ¿settings not available¿ error message has been resolved. The hcp office was made aware. The hcp office was also made aware that her reprogramming session resolved this issue. The rep has seen this patient since and she reports adequate coverage and is happy with the stimulation. The patient will contact the rep if she needs further adjustments made. No further complications were reported.